Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that patient faced an event of infusion set fell off during use. The infusion set had been in use for two hours of insertion. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.